Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the rear therapy electrodes that turned into a boil. The patient consulted his physician who recom-diagnosed the patient with (B)(6). The patient was hospitalized to treat the (B)(6). Follow-up indicated that the irritation had improved and the (B)(6) was gone.